Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/4/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the staples did not close as usual. No patient consequence reported.